Event description:
The distributor reported to olympus (on behalf of the customer) during preparation for use high definition camera head interference proximal part. During the inspection and testing of the returned device, revealed an image problem - e311 (scope communication error). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A third party performed an initial investigation on the device. The investigation revealed a faulty image, a perforated/leaking camera cable cover unit and a cracked/leaking video plug. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the faulty cable contributed to the reported issue but the cause could not be specified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.